Manufacturer narrative:
D4 expiration date: na additional suspect medical device components involved: model #: csk-tc15 lot #: l892 description: csk tc electrode, 15 cm total quantity: 2.

Event description:
Device evaluation completed on the returned electrodes found that shafts were completely separated from the hub due to excessive external mechanical force. The shafts were not returned for analysis.